Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a test-drive to ensure that the camera arm (arm 2) and arm 1 did not move once the instrument was inserted. The fse was not able to reproduce the reported problem. The fse also noted that it could be a user-related issue. The system was tested and verified as ready for use. Isi has not received the endoscope involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon requested that arm 3 be looked at. The surgeon reported that he flipped the image on the endoscope and the arm turned the other way. The customer stated that they had to disconnect the camera and reinstall it to resolve the issue. The tse viewed the logs and did not note any associated errors. No further troubleshooting was performed as the endoscope alignment was good. The procedure was completing as planned with no reported injury.